Manufacturer narrative:
The remote service engineer (rse) went over the settings and sent over the user manual to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there were low tidal volumes. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there were low tidal volumes. The biomed stated they ordered a gas delivery system (gds) for replacement. The remote service engineer (rse) also advised the customer to complete the v60 pneumatics testing to confirm the unit is operating within specification. This investigation is ongoing.